Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, during the implant procedure, significant oversensing was observed. Of note, the lead tested stable results with the analyzer out of the pocket. Consequently, this device was removed from the patient and replaced without incident. No patient complications have been reported as a result of this event.